Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for partial clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult and anatomy was challenging. One clip was deployed; however, after deployment, the clip partially detached from the anterior leaflet, remaining attached only to the tip of the anterior leaflet. The clip remained attached to the posterior leaflet. Two additional clips were implanted to stabilize the partially detached clip. The mr remained unchanged at grade 4+. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement and poor image resolution appear to be due to the challenging patient morphology/pathology. Additionally, the reported unchanged mitral regurgitation (mr) appears to be due to the partial clip movement of the first implanted clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.